Event description:
It was originally reported by a family member that the pt died of natural causes unrelated to diabetes. The certificate of death was received on 10/25/2010. Diabetes mellitus is listed as the immediate cause of death and autonomic neuropathy is listed next as a condition leading to the cause of death. There is no indication that the pt experienced blood glucose excursions prior to her death nor is there evidence that the pt was wearing the pump at the time of her death. However, the pump cannot be ruled out as a cause or contributor to her death.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time. However, the pump cannot be ruled out as a cause or contributor to her death.